Manufacturer narrative:
(B)(4). Additional information the device was returned in good physical condition. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. The device was tested with the test media and performed as expected, no anomalies were noted. There were no anomalies noted with the functionality of the device. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. Max power is set at power level 5 and cannot be adjusted. It could not be determined what may have caused the reported incident of: ¿a severe bleeding occurred near the spleen when the doctor tried to cut the short gastric vessels¿. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #(B)(4). The batch history records were reviewed with no anomalies noted during the manufacturing process. Additional information requested: were you present for the procedure? What is the surgeon¿s typical steps to use the device? (Such as waiting to hear tone 2, etc.) How long has the surgeon been using the har devices? Was the surgeon in-serviced on the use of the system? What other instruments were used during the surgery? Did the surgeon use the har36 to cut the short gastric vessels? As the surgeon continued to use the har36 to complete the procedure, what does the surgeon believe caused the severe bleeding? Does the surgeon attribute the har36 as the cause of the severe bleeding or did something else occur that caused the bleeding? What power setting was the generator on? How much blood was lost? (Cc¿s) was a transfusion required? What is the patient¿s current condition? Did the patient have any pre-existing conditions?

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, while using the device at the greater omentum of the stomach, a severe bleeding occurred near the spleen when the doctor tried to cut the short gastric vessels. Due to this bleeding, the doctor was forced to convert the procedure to open. Hemostats were used (surgicel and tachosil) and the surgery was finished by using the same device.

Manufacturer narrative:
(B)(4). Additional information received: were you present for the procedure? Yes. What is the surgeon¿s typical steps to use the device? (Such as waiting to for the tone change) as instructed. How long has the surgeon been using the har devices? Since (B)(6) 2014. Was the surgeon in-serviced on the use of the system? Yes. What other instruments were used during the surgery? Ec60a. Did the surgeon use the har36 to cut the short gastric vessels? Yes. As the surgeon continued to use the har36 to complete the procedure, what does the surgeon believe caused the severe bleeding? Does the surgeon attribute the har36 as the cause of the severe bleeding or did something else occur that caused the bleeding? Yes. What power setting was the generator on? 3. How much blood was lost? (Cc¿s) the patient had a decrease of 2 units hct. Was a transfusion required? Yes, approximately 600 ml. What is the patient¿s current condition? Good. Did the patient have any pre-existing conditions? No, nothing ((B)(6) years old). What was the approximate size of short gastrics? 3 mm. What was the patient bmi¿s? (B)(6). Was the source of bleeding identified yes. Was the bleeding coming from the splenic hilum, short gastrics or damage to the pancreas or spleen itself? From short gastrics.